Event description:
It was reported that during an angioplasty procedure, the balloon of this device had slow inflation and deflation. The device was withdrawn through the guide catheter without any problems. The device is being returned for analysis.